Event description:
While taking vein for an open-heart procedure an endoscopic vein harvest kit by terumo was opened. The bipolar cord was plugged into the electrosurgical unit. Upon trying to use the bipolar it was discovered that it was not working. The bipolar foot pedal was checked and switched out. Biomed was called. Settings were changed and checked. The bipolar continued to not work.